Event description:
It was reported from russia that during service and evaluation, it was determined that the sagittal saw with key device had cosmetic damage ¿ worn, failed leak tightness test, could not secure/lock the cutter, would not hold/secure battery, had heat, and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for general condition, leakage test, check coupling screw of the saw blade coupling, check the saw blade coupling, check the saw head¿s locking mechanism, check roundness of the housing, check falling out protection, check for wear on the housing, and check oscillation frequency. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The saw with key device was evaluated and the reported condition that the equipment did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was generating heat and would not run. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).

Event description:
Event description update: it was reported from russia that during service and evaluation, it was determined that the sagittal saw with key device had cosmetic damage ¿ worn, failed leak tightness test, could not secure/lock the cutter, would not hold/secure battery, had heat, and the locking mechanism was stiff/stuck, and the bearing was corroded. It was noted that the thread on the fixing screw is broken, the new screw is not screwed into the head.. It was further determined that the device failed pretest for general condition, leakage test, check coupling screw of the saw blade coupling, check the saw blade coupling, check the saw head¿s locking mechanism, check roundness of the housing, check falling out protection, check for wear on the housing, and check oscillation frequency. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative b5: please note that additional information has been added to the event description. This information does not change the original findings that the reported condition of the equipment did not work was not confirmed. Therefore, an assignable root cause was not determined.